Manufacturer narrative:
No device will be returned, it was reported to be accidentally discarded by the facility. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that the hub assembly came apart while inside patient. There was no harm or consequence to the patient. No device will be returned, it was accidentally discarded by the facility.